Manufacturer narrative:
The anspach drill intended for use in treatment was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed according to pv0005 rev b. The reported problem was confirmed. Drill has slow acceleration to 80k rpm. After a few seconds drill shows excessive heat and unusual high pitched noise. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints associated with the part with the failure modes ¿mechanical problem" and "test failure, connection problem - instrument¿ identified similar events. The most likely cause of this event is mechanical failure of the motor drive shaft. The drill is an OEM part and cannot be further disassembled to determine a root cause. No containment or corrective actions are recommended at this time.;.

Event description:
It was reported that during a tka procedure, the drill was taking a long time to get up to the rpm speed. The drill was tested prior to the case and still got up to the 80,000 rpm. There was no delays in the procedure and no other complications were reported. The investigation found that the drill would overheat.